Manufacturer narrative:
Insulet corporation is submitting this MDR after the 30 day requirement. The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her son's blood glucose reached 250 mg/dl after wearing between 4 and 24 hours. The pod was deactivated and the customer noticed that the cannula was not in the skin.